Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the vad coordinator complaining of the mobile power unit (mpu) alarming every time she connected to the controller. The "no external hazard" alarm appeared on the controller. The vad coordinator called technical services to help with troubleshooting. It was recommended to begin tracing electric power cord back to mpu and making sure it was plugged in, then had her change outlets, then had her change batteries in mpu. The patient stayed connected to her batteries and clips to ensure no active alarms. The vad team had the patient connect the mpu to back up controller but the patient had anxiety and the vad coordinator decided to have her go to ER for severe anxiety. It was recommended that the mpu be evaluated by team in clinic when possible.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mobile power unit (mpu) and controller alarming when the mpu was used, was inconclusive (not determined) as no product was returned for evaluation and no log file was submitted for review. The event description corresponds to a loss of mpu output while using the mpu. The customer did not report any mpu alarm details (such as a yellow wrench alarm or continuous audible alarms). Multiple requests for additional event information and product return were sent to the customer; no additional event information was reported. No further information was provided. The manufacturer is closing the file on this event.